Event description:
Rn states forcep was placed down unknown model scope into colon (cecum) for polyp removal. Using a lab unit with their normal setting of 14, md was taking bites out of a turned over polyp and heard a "loud pop". Rn states "poly tissue exploded". Md removed forcep from scope and used a competitor's product to complete procedure. Approx. 24 hours later pt returned to physician's office with bleeding. Md sent pt to surgeon who performed unknown surgery procedure and noted a perforation.